Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
It was reported that an air filter assembly was broken. The hospital replaced the air filter assembly and returned it for investigation. The diss air filter is located between the compressor and the ventilator air supply. It is an optional accessory used for dehumidification of ingoing air. If the air filter would break during ventilation, the air leakage could cause a stop of ventilation. Audible and visible alarms for air supply low and o2 concentration high will be generated. The investigation showed that the float was not in its correct position in the filter assembly (see attached picture). It is however not possible to determine the root cause.

Event description:
It was reported that the air filter connected between the ventilator and the compressor was broken. There was no patient involvement. Manufacturer's ref #: (B)(4).